Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 68 mg/dl. She had dental x-rays done. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and the motor tested ok. The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window noted during our visual inspection.